Event description:
It was reported that the patient had to have the revision procedure performed in (B)(6) 2007 to move the implantable neurostimulator (ins) due to fluid buildup. The fluid buildup issue caused the patient "extreme pain". It was subsequently reported that the ins was taken out and the leads left in place as the physician felt it was just easier to leave them in place. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID, 377860 lot# v010208, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead product ID, 377860 lot# v010208, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead. (B)(4).